Event description:
Suture needle broke in half in the fascia during closing of the procedure by the attending surgeon. Broken piece was retrieved. Suture: 0 pds CT-1 d9012. Expires 11-30-2029. Lot 105gqb.